Event description:
Coupling and/or communication issues were reported. Use of the antenna locate feature resulted in a power-on-reset (por) condition being displayed on the recharger which then lead to the normal recharging screen. The issue was resolved. It was also indicated the patient had been in the hospital due to a non-related issue.

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743fa, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).